Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell, and red particles in the gel. The device was found to be underweight. A microscopic analysis was performed which identify sharp opening in the posterior. Based on the device analysis the final assessment is a sharp break in the patch/shell bond edge s assessed as unidentified (tear) opening. Additional, changed, and/or corrected.

Event description:
Device has been explanted.